Manufacturer narrative:
(B)(4). Concomitant medical products: g7 bonemaster ltd acet shl 54f lot# unknown item# unknown. Modular head lot# unknown item# unknown. Report source¿ foreign ¿ ¿belgium" an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient heard squeaking in the hip joint, and experienced pain. The ceramic liner was found to be fractured and disassociated from the shell (cup). A new ploy liner and head were implanted. The patient does not report falling or suffering any trauma.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information the following sections were updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, h10 visual inspection of the returned product identifies that the liner is fractured and not complete. There are metal transfer marks on both the liner and the head. One fracture surface shows signs of metal transfer indicating it has been rubbing against the cup or stem. Further analysis of the returned device could not be completed as the fracture surface was damaged obscuring the fracture artefacts. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. Radiographs were provided but could not be used to enhance this investigation as they are unclear and not dated. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.